Manufacturer narrative:
No product was returned. The cause of the access site bleeding issue was not determined due to insufficient clinical information. The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information was provided. Assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and 4643, apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury

Event description:
The user facility reported a 62-year-old female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported the patient developed a small hematoma at the access site, the pocket was expressed, and the oozing resolved.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The device was not returned for investigation. As per clinical, slight hematoma at access site with high ptts (180 seconds) was observed and heparin was paused. Abiomed does not recommend evaluating based on ptt values. The cause of the access site bleeding issue was not determined due to insufficient clinical information.